Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7453409) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens is "trapped" due to capsular fibrosing noted approximately 3 weeks post implant. 1+ pco was noted approximately 4 weeks post implant. A yag procedure was performed on (B)(6) 2015. The surgeon indicated the likely cause of the event was asymmetric peripheral fibrosing without vault or tilt. The patient's current prognosis and treatment are "repeat yag fibrotic strands od on (B)(6) 2016, follow up in 2 weeks".